Event description:
The pt received the scs system on (B)(6) 2011. During the permanent procedure, several attempts were made intra-operative to initiate a communication between the implanted ipg and the pt programmer. A new ipg was brought into the operating room which successfully communicated with the pt programmer, and was implanted. Once out of the surgery room, the explanted ipg began communicating with the programmer. It was suggested this could be due to the possible electromagnetic interference in the surgery room. No pt complications were reported.

Manufacturer narrative:
Results: inspection of the returned ipg did not reveal any anomalies. The septums and header were clear and intact. The can was in good condition. Communication between the ipg and a lab patient programmer was successful at various distances ranging from the wand directly on the can of the ipg to approx 40cm from the front face of the ipg. The ipg was tested to mfg specs. The ipg passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.